Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that t:slim x2 pump battery did not charge reliably and charging connection remained unstable despite use of different charging cables, working wall outlet, and proper tandem charger, requiring caller to hold cable or position pump carefully for charging to be recognized. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump in storage mode before returning it, and was informed they would need to reenter pump settings and reconnect continuous glucose monitor on replacement pump, while technical support arranged shipment of in-warranty replacement pump and provided instructions for returning faulty pump with prepaid label.